Event description:
The patient went into respiratory arrest, was intubated, and admitted to the ICU. The patient responded some and the dose was lowered. The patient had a roller and dye study the previous tuesday and the programming and calculations for the tests were verified correct. A week later, the patient was unresponsive and was sent back to the ICU. There was trouble controlling her blood pressure. The pump delivered morphine and bupivicaine, which were removed and replaced with normal saline. The pump was programmed to the minimum flow rate. MRI and CT scan did not reveal a cause of the symptoms, which also included cognitive changes, somnolence, vomiting, and coma. Csf was removed for culture. The physician attributed the event to the pump and drugs. Per the physician the patient also had adrenal insufficiency and aspiration pneumonitis and was still recovering. The outcome was reported as serious/life threatening injury, recovered with sequelae.

Manufacturer narrative:
.